Manufacturer narrative:
Entire form completed by manufacturer.

Event description:
On 07/11/2017 received piece of explanted lead from st. Jude (abbott). No explant information provided. Investigational letter sent to implanting center. Implanting physician is deceased.